Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient infection at infusion set insertion site on (B)(6) 2025. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with imedications for sepsis infection. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR 2255692 - MDR 3003442380-2025-10910 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6009124 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6009124 was manufactured according to the work instruction (wi) version 28 packaging in the line l-1, on 11/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/jul/2025 against malfunction code no malfunction based on complaint information, harm code infection (requires advanced medical intervention e.g., i.v. Antibiotics, surgical debridement or excision) and lot 6009124 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to malfunction reported, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.